Event description:
At 3:50 pm on january 25, 1992 resident was found in bed on left side with her head and whole body wedged between the mattress and side rail. Resident had untied her restraint vest on the right side. The resident is mentally retarded, and has a history of untying restraint (manufacturer unknown) and of getting out of bed unassisted. Resident's trachea was pressing against a part of the side rail. Resident was cyanotic and not breathing. Rescue breathing was institued and after four to five ventilations, spontaneous breathing began. Resident was transported to the hospital via resuce squad, and was hospitalized for six days. She is now back at this nursing home and her present condition is essentially unchanged from what it was prior to the incident. This report is being made because a piece of equipment was involved. The equipment was in proprer working order. Mattress is correct size recommened by manufacturer.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-91. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other, patient's condition - predisposed event. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.